Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three days post implant the right ventricular (rv) lead became dislodged and exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.